Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported leakage in catheter from PICC. Leakage occurs in the catheter itself, therefore extravasation has occurred in the patient. Patient is very difficult to prick. Uncomplicated PICC line placement via right: ultrasound-guided antegrade puncture of the right bena basilica. Ramping up guidewire. Good position of the thread up to the distal right vein cava superior. Length determination: 42 cm. Local anesthetic. Insertion of single lumen PICC line. Flush. Good position in the vena cava superior. Sterile covering of the insertion opening. No complications. February 26: cure 1 day 15 + PICC provided. March 7: PICC catered. March 11: cure postponed got 2pc and PICC line taken care of, no details. Cross blood taken. March 15 : PICC taken care of. March 22: blood sampling via PICC. March 25, april 1 and april 8: cure 2, day 1, 8, 15 + PICC care, PICC care, insert something bloody. Redness minimal. Does not return blood, but is well permeable. April 1; plug-in PICC line provided. Slight redness and pus at the insertion opening. No hard drive perceptible. The PICC line is perfectly permeable, does not aspirate blood. Day 15: ah: PICC taken care of. Insert sees minimal red. No pus visible. Well permeable. April 16: PICC taken care of. April 19: transfusion via PICC. April 26: PICC provided by tbt may 6: cure 3 + PICC care. PICC line taken care of, no special features. May 13 and may 20: PICC provided by tbt. May 27: cure 4 + PICC provided nd: PICC line cared for. Line well permeable, does not aspirate blood. June 14: patient was on d2d due to blood transfusion. Asked to join because of PICC leakage. On arrival indeed leaking. With flushing nacl, clearly a leak PICC outside the patient. PICC removed,

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 7cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A photograph of what appeared to be the same samples was also provided by the complainant. A review of that image found no potentially new information relevant to the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage in catheter from PICC. Leakage occurs in the catheter itself; therefore, extravasation has occurred in the patient. Patient is very difficult to prick. Uncomplicated PICC line placement via right: ultrasound-guided antegrade puncture of the right bena basilica. Ramping up guidewire. Good position of the thread up to the distal right vein cava superior. Length determination: 42 cm. Local anesthetic. Insertion of single lumen PICC line. Flush. Good position in the vena cava superior. Sterile covering of the insertion opening. No complications. (B)(6): cure 1 day 15 + PICC provided. (B)(6): PICC catered. (B)(6): cure postponed got 2pc and PICC line taken care of, no details. Cross blood taken. (B)(6): PICC taken care of. (B)(6): blood sampling via PICC. (B)(6): cure 2, day 1, 8, 15 + PICC care, PICC care, insert something bloody. Redness minimal. Does not return blood but is well permeable. (B)(6); plug-in PICC line provided. Slight redness and pus at the insertion opening. No hard drive perceptible. The PICC line is perfectly permeable, does not aspirate blood. Day 15: ah: PICC taken care of. Insert sees minimal red. No pus visible. Well permeable. (B)(6): PICC taken care of. (B)(6): transfusion via PICC. (B)(6): PICC provided by tbt (B)(6): cure 3 + PICC care. PICC line taken care of, no special features. (B)(6): PICC provided by tbt. (B)(6): cure 4 + PICC provided nd: PICC line cared for. Line well permeable, does not aspirate blood. (B)(6): patient was on d2d due to blood transfusion. Asked to join because of PICC leakage. On arrival indeed leaking. With flushing nacl, clearly a leak PICC outside the patient. PICC removed, additional information 08/05/2024: there was an extravasation subcutaneously and this was treated with medication, also the line was removed so the therapy had to be temporarily interrupted. Yes, there was swelling and erythema also warm skin (inflammation). Yes, all the symptoms occur during the extravasation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported leakage in catheter from PICC. Leakage occurs in the catheter itself, therefore extravasation has occurred in the patient. Patient is very difficult to prick. Uncomplicated PICC line placement via right: ultrasound-guided antegrade puncture of the right bena basilica. Ramping up guidewire. Good position of the thread up to the distal right vein cava superior. Length determination: 42 cm. Local anesthetic. Insertion of single lumen PICC line. Flush. Good position in the vena cava superior. Sterile covering of the insertion opening. No complications. (B)(6): cure 1 day 15 + PICC provided. (B)(6): PICC catered. (B)(6): cure postponed got 2pc and PICC line taken care of, no details. Cross blood taken. (B)(6): PICC taken care of. (B)(6): blood sampling via PICC. (B)(6): cure 2, day 1, 8, 15 + PICC care, PICC care, insert something bloody. Redness minimal. Does not return blood but is well permeable. (B)(6); plug-in PICC line provided. Slight redness and pus at the insertion opening. No hard drive perceptible. The PICC line is perfectly permeable, does not aspirate blood. Day 15: ah: PICC taken care of. Insert sees minimal red. No pus visible. Well permeable. (B)(6): PICC taken care of. (B)(6): transfusion via PICC. (B)(6): PICC provided by tbt. (B)(6): cure 3 + PICC care. PICC line taken care of, no special features. (B)(6): PICC provided by tbt. (B)(6): cure 4 + PICC provided. Nd: PICC line cared for. Line well permeable, does not aspirate blood. (B)(6): patient was on d2d due to blood transfusion. Asked to join because of PICC leakage. On arrival indeed leaking. With flushing nacl, clearly a leak PICC outside the patient. PICC removed. Additional information 08/05/2024: there was an extravasation subcutaneously and this was treated with medication, also the line was removed so the therapy had to be temporarily interrupted. Yes, there was swelling and erythema also warm skin (inflammation). Yes, all the symptoms occur during the extravasation.

Event description:
It was reported leakage in catheter from PICC. Leakage occurs in the catheter itself; therefore, extravasation has occurred in the patient. Patient is very difficult to prick. Uncomplicated PICC line placement via right: ultrasound-guided antegrade puncture of the right bena basilica. Ramping up guidewire. Good position of the thread up to the distal right vein cava superior. Length determination: 42 cm. Local anesthetic. Insertion of single lumen PICC line. Flush. Good position in the vena cava superior. Sterile covering of the insertion opening. No complications. (B)(6): cure 1 day 15 + PICC provided.(B)(6): PICC catered. (B)(6): cure postponed got 2pc and PICC line taken care of, no details. Cross blood taken. (B)(6): PICC taken care of. (B)(6): blood sampling via PICC.(B)(6): cure 2, day 1, 8, 15 + PICC care, PICC care, insert something bloody. Redness minimal. Does not return blood but is well permeable. (B)(6); plug-in PICC line provided. Slight redness and pus at the insertion opening. No hard drive perceptible. The PICC line is perfectly permeable, does not aspirate blood. Day 15: ah: PICC taken care of. Insert sees minimal red. No pus visible. Well permeable. (B)(6): PICC taken care of. (B)(6): transfusion via PICC. (B)(6): PICC provided by (B)(6): cure 3 + PICC care. PICC line taken care of, no special features. (B)(6): PICC provided by tbt. (B)(6): cure 4 + PICC provided nd: PICC line cared for. Line well permeable, does not aspirate blood. (B)(6): patient was on d2d due to blood transfusion. Asked to join because of PICC leakage. On arrival indeed leaking. With flushing nacl, clearly a leak PICC outside the patient. PICC removed, additional information 08/05/2024: there was an extravasation subcutaneously and this was treated with medication, also the line was removed so the therapy had to be temporarily interrupted. Yes, there was swelling and erythema also warm skin (inflammation). Yes, all the symptoms occur during the extravasation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 7cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 7cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A photograph of what appeared to be the same samples was also provided by the complainant. A review of that image found no potentially new information relevant to the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage in catheter from PICC. Leakage occurs in the catheter itself, therefore extravasation has occurred in the patient. Patient is very difficult to prick. Uncomplicated PICC line placement via right: ultrasound-guided antegrade puncture of the right bena basilica. Ramping up guidewire. Good position of the thread up to the distal right vein cava superior. Length determination: 42 cm. Local anesthetic. Insertion of single lumen PICC line. Flush. Good position in the vena cava superior. Sterile covering of the insertion opening. No complications. (B)(4): cure 1 day 15 + PICC provided. (B)(4): PICC catered. (B)(4): cure postponed got 2pc and PICC line taken care of, no details. Cross blood taken. (B)(4): PICC taken care of. (B)(4): blood sampling via PICC. (B)(4): cure 2, day 1, 8, 15 + PICC care, PICC care, insert something bloody. Redness minimal. Does not return blood but is well permeable. (B)(4); plug-in PICC line provided. Slight redness and pus at the insertion opening. No hard drive perceptible. The PICC line is perfectly permeable, does not aspirate blood. Day 15: ah: PICC taken care of. Insert sees minimal red. No pus visible. Well permeable. (B)(4): PICC taken care of. (B)(4): transfusion via PICC. (B)(4): PICC provided by tbt (B)(4): cure 3 + PICC care. PICC line taken care of, no special features. (B)(4): PICC provided by tbt. (B)(4): cure 4 + PICC provided (B)(4): PICC line cared for. Line well permeable, does not aspirate blood. (B)(4): patient was on d2d due to blood transfusion. Asked to join because of PICC leakage. On arrival indeed leaking. With flushing nacl, clearly a leak PICC outside the patient. PICC removed. Additional information 08/05/2024: there was an extravasation subcutaneously and this was treated with medication, also the line was removed so the therapy had to be temporarily interrupted. Yes, there was swelling and erythema also warm skin (inflammation). Yes, all the symptoms occur during the extravasation.